Event description:
The customer reported that an erroneously elevated cardiac troponin (accutni) patient result, above the acute myocardial infarction (ami) threshold, was generated on an access 2 immunoassay system for one patient. The initial, erroneous accutni result was reported out of the laboratory, however, there was no report of death, serious injury or modification to patient treatment associated with this event. Upon subsequent repeat testing of the initial sample as well as follow-up and repeat testing of a redrawn sample from the same patient; the accutni results were lower, within the normal reference range of the assay, and regarded as valid. A corrected report was issued. Beckman coulter inc assessment of customer supplied instrument/assay performance data indicated that all levels of troponin quality control (qc) results recovered within established ranges on the date of the event. The assay calibration curve generated prior to the event was accepted as passing and a system check performed prior to the event met instrument specifications. The samples were collected in ethylenediaminetetraacetic acid tubes and were centrifuged prior to testing. There were no sample integrity concerns with the patient samples. Patient specific information was not provided by the customer. Other patient results were provided by the customer, however, were not questioned as part of this event. The reagent and calibrator lots associated with this event were 122058 and 121451 respectively.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) noted "excessive splashing on he substrate probe." The fse replaced the substrate spinner and mixer and the aspiration tubing and associated probes. Upon completion of repairs the fse performed a passing high sensitivity system check. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive cause of this event is unknown and could not be determined based on the supplied information.